Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported that model lh-0037: tubing connected to the port needle cracked. The crack was directly above the hard plastic part (above where you connect the cap). The tubing was clamped above the crack and there was nothing infusing in the line. No other information was provided.